Event description:
The complainant reported an under-delivery. The intended amount was 250 ml; however, no feed had been received.

Manufacturer narrative:
(B)(4). The device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device number (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.